Manufacturer narrative:
A lead revision has been scheduled to replace the atrial and defibrillation leads. During the procedure, this crt-d will most likely be replaced as the patient wants to be placed on home monitoring. Device replacement has been scheduled. No additional information is available. Once any additional information does become available or when the device is returned for analysis, this report will be updated.

Event description:
At a later date, additional information was reported that during a patient follow up, noise on both the ventricular and atrial channels were observed during patient movements and pocket manipulation. No adverse patient effects were reported.

Manufacturer narrative:
A ts representative reviewed the data and discussed that the tones were being emitted due to the device recording a shock impedance measurement below 20 ohms. The date of this measurement was not available on the sent disk. According to the trend graph, there was a slight decrease in the average shock impedance measurements during the months of (B)(6). All other lead measurements were stable. In addition, several episodes were recorded due to noise oversensing on all three channels. The noise did not result in asystole as the patient has an underlying rhythm. The ts representative discussed that the tones would stop once the clinical event was reset. It was also suggested that a commanded shock test would help further evaluate the integrity of the system. At this time, this crt-d remains implanted and in service. The manufacturer information, model and serial numbers were not provided for the associated defibrillation lead. It was reported that a device replacement has been scheduled. No additional information is available. Once any additional information does become available or if the device is returned for analysis, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones every 8 hours. The reason was unknown. No adverse patient effects were reported. A save to disk was performed and sent to boston scientific technical services (ts) for evaluation and to find a way to stop the tone emission.